Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the probe is partially removed but has seized. Was not able to complete the removal of the instrument. There are many evident lines of galling visible on the back end of the probe. Not able to see the corresponding damage within the tracker without removing the probe. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the site was having issues with the navlock tracker getting stuck on the lumbar probe. The rep reported that the doctor was twisting the lumbar probe to the pedicle and the navlock caught the doctor's glove. When trying to remove the glove they were not able to get the instruments apart. There was no impact on patient outcome and no reported surgical delay.